Manufacturer narrative:
One infusion administration set was received in relation to the reported event. Visual inspection noted there was no damage found. Functional testing of the product was unable to confirm or replicate the reported event. Root cause was unable to be determined as the reported event was unable to confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the infusion pump was beeping upward occlusion, and it was noted that the line has lots of bubbles. The whole line was changed, using hpt supplied administration set, same error "upward occlusion" in the pump was flashing. This report addresses the administration set. There was no patient injury reported.

Manufacturer narrative:
One infusion administration set was received in relation to the reported event. Visual inspection noted there was no damage found. Functional testing of the product was unable to confirm or replicate the reported event. Root cause was unable to be determined as the reported event was unable to confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the infusion pump was beeping upward occlusion, and it was noted that the line has lots of bubbles. The whole line was changed, using hpt supplied administration set, same error "upward occlusion" in the pump was flashing. This report addresses the administration set. There was no patient injury reported.